Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high and low blood glucose level. The customer's blood glucose was 330 mg/dl, 35 mg/dl. The customer was treated with the manual injection for high blood glucose and with the orange juice for the low blood glucose. The customer declined troubleshooting for the high and low blood glucose. The troubleshooting was performed for the sensor glucose and blood glucose. Insulin delivery was not suspended due to sensor glucose versus blood glucose difference. The product will not be returned for analysis.